Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to confirm compromised force sensor system alarm and prime or fill anomaly due to motor error alarm. Device received with corroded battery tube noted

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and experienced high blood glucose level of 300 mg/dl. The customer¿s blood glucose level was 200 mg/dl. It was reported that alarm occurred during the rewind/prime sequence. Troubleshoot was performed and customer states they are unable to exit the preparing to prime loop. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.